Manufacturer narrative:
The insulin pump had an intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with cracked case on the display window corners, cracked display window, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 11.3 mmol/l. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.